Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to discharge via paddles. Electrode pads were then applied to the patient and a successful shock was delivered. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.